Manufacturer narrative:
Evaluated 3 open or used reservoirs. Performed pre-fill test to reservoirs per (B)(4). No occluded were observed during analysis. Ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no leaks.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 441 mg/dl at the time of incident. The customer's blood glucose was 441 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer declined troubleshooting for the high. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer also reported past event of reservoir leaks. The reservoir will be returned for analysis.